Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage from 2.83v to 2.66 v in three months. Premature battery depletion was questioned. To date, there have been no reported adverse patient effects associated with this clinical observation. A technical services (ts) consultant discussed the middle of life 1 (mol1) period and recommended to review again in three months to determine if the battery levels changed again. They discussed the mid-life display of replacement indicators advisory and its relation to charge times. Additional information was provided that the patient was scheduled for follow-up in three months. Additional information was provided that the device was later explanted and returned for analysis.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.